Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms and increased pacing thresholds greater than 5 volts. The physician believed that the lead was fractured; however, this observation was not confirmed. A revision procedure was performed and this lead was surgically capped and abandoned. A new lead was successfully placed. The patient was not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.